Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process. After performing the reset, the error did not recur, and the caller successfully started their sensor session.